Manufacturer narrative:
N/a

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer talisman delivery system was chosen for a procedure. During procedure, it was noted that the delivery sheath was difficult to insert to the vein. When it was pulled out again, the deformations were visible, and to prevent injury, a new delivery sheath was decided to used. A new 8f amplatzer talisman delivery system was chosen and inserted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer talisman delivery system was chosen for a procedure. During procedure, it was noted that the delivery sheath was difficult to insert to the vein. When it was pulled out again, the deformations were visible, and to prevent injury, a new delivery sheath was decided to used. A new 8f amplatzer talisman delivery system was chosen and inserted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to insert and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. In addition, photos was received from an account and it was observed that the tip of the delivery sheath was deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported difficult to insert and material deformation could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.